Manufacturer narrative:
Monthly summary investigations completed to date for non-integration/loss of integration events concluded that in the absence of any design or manufacturing related causes associated with the implant, non-integration and loss of integration failures are likely the result of biological factors, as well as surgical technique and loading conditions. Due to the wide range of external (non-design / non-manufacturing related) variables potentially impacting osseointegration, identifying definitive causes for each event is generally not possible. A lack of complete information regarding the specific usage conditions involving the implant devices (i.e. Patient conditions and factors (osteoporosis, smoker, etc), the implant placement protocol/technique used, and implant loading conditions) from the complainant is also a contributing factor. Should additional information be received which indicates that the device(s) may have caused or contributed to the event, including adverse monthly trending data, an additional report will be submitted. The fracture condition previously reported was due to user error during removal and no longer meets reportability requirements. The following sections have been updated: date of this report. Event description. (B)(4). Date received by manufacturer. Type of report. Follow up type. Device manufacture date. Event problem and evaluation codes. Manufacturer's narrative.

Event description:
It was reported that the implant lost integration and had to be removed. During the removal process, the implant fractured. Tooth location 4.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (bnss385) fractured and loss integration. The implant had to be removed. The patient was scheduled for implant replacement. Tooth location 4.